Event description:
I went for yearly check up and had mesh erosion. Had to have revision surgery and mesh eroded into urethra. I was supposed to have cystoscope but couldn't. Reconstructed urethra and will do cystoscope soon.